Event description:
Asr revision right, type of hip replacement product: asr hip resurfacing, reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision, date of revision: (B)(6) 2012. Update: added side hip, product type, products and surgeons forename. Received: april 23rd 2013. Hip(s) to be revised: right, type of hip replacement product: asr hip resurfacing, reason(s) for revision: unknown. Update - added reason for revision . Taken from claimsuite dated 30th april 2105. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint (B)(4) reason for original complaint ¿ asr revision date of revision: (B)(6) 2012. Update: added side hip, product type, products and surgeons forename. Received: april 23rd 2013. Hip(s) to be revised: right. Type of hip replacement product: asr hip resurfacing. Reason(s) for revision: unknown. Update - added reason for revision . Taken from claimsuite dated (B)(6) 2015. Reason(s) for revision: alval / soft tissue reaction update - june 26, 2017 additional information received from (B)(6), corrected surgery date: (B)(6) 2005. This complaint was updated on july 5, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision date of revision: (B)(6) 2012. Update: added side hip, product type, products and surgeons forename. Received: (B)(6) 2013. Hip(s) to be revised: right. Type of hip replacement product: asr hip resurfacing. Reason(s) for revision: unknown. Update - added reason for revision . Taken from claimsuite dated (B)(6) 2015. Reason(s) for revision: alval / soft tissue reaction. Update - (B)(6) 2017 additional information received from (B)(6), corrected surgery date: (B)(6) 2005. This complaint was updated on (B)(6) 2017. / / investigation method: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Addendum added (B)(6) 2017: the complaint was reopened as additional information received from crawford's, corrected surgery date: (B)(6) 2005. No further actions identified / / investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). Addendum added (B)(6) 2017: the complaint was reopened as additional information received from (B)(6). Corrected surgery date: (B)(6) 2005. No further actions identified.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.